Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure observed during analysis. Analysis found an insulation abrasion breaching outer insulation and exposing outer coil at 4.5 cm to 5.6 cm from distal to sleeve impression region. Abrasions are consistent with constant friction with another device or feature of the heart. (B)(4).

Event description:
Record being created based on analysis.